Manufacturer narrative:
Unit received with frozen display on critical pump error, problem isolated to electronic assemblies. Unable to verify unresponsive buttons due to frozen display. Unit received with minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had unresponsive keypad or buttons. The customer¿s blood glucose level was unknown at the time of the incident. No further customer details were given. Troubleshooting was not completed. The insulin pump will be returned for analysis.